Event description:
Cath on 7/31 noted for 95% stenosis of rca and proceeded to ptca. While attempting to place a 4.0 j&j stent to the rca, the stent delivery balloon ruptured within 23 seconds upon inflation at 5 atm. The stent delivery balloon was removed and the procedure continued without incident, using another balloon.